Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es patients were not populating. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not populating in "all available patients." A technical support specialist (tss) dialed into the server, checked the user role, and verified that the user area was correctly assigned to the device. The tss inquired further information from the customer regarding the issue and later confirmed with the customer that the issue had been resolved. The system functioned as intended after the customer resolved the issue.